Manufacturer narrative:
Corrected information: h3. Yes. H6. Investigation findings: 3252. Investigation conclusion: 61. Additional information: visual inspection confirms the distal tip of the driver has sheared off. The root cause is likely a result of the screwdriver input torque exceeding the strength of the tip. Review of the device history records indicates there were no issues during the manufacture of this product that would contribute to this complaint condition. Warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
It was reported that the tip broke off of the driver. The tip was retrieved from the patient. There was no report of patient symptoms or complications reported as a result.